Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that three months after the implant, that a myocardial perforation of the lead was found during a CT scan. The physician subsequently explanted the lead, repaired the myocardial perforation, then re-implanted a new lead into the patient. There were no other patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.